Event description:
The drill bit has burred into the 7degree tibial cutting block, cannot be removed. Surgery delayed for 40 mins

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or review of manufacturing documentation was not possible as the necessary product/lot code combination was not provided. It is known through previous investigation that this type of report is associated with technique related issues. However, the investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.